Event description:
It was reported that the pt's device was showing high lead impedance on both system and normal model diagnostics. There was no known trauma that may have occurred. The pt was referred to neurosurgeon for lead revision surgery consult and x-rays were taken. Review of x-rays indicated that the generator placement appeared normal. Placement and adequacy of lead strain relief and tie-downs could not be assessed due to the poor image contrast in the neck region of the x-ray views available. A portion of the lead was coiled behind the generator and could not be assessed. The lead wire appeared to be intact at the connector pin. The remaining portion of the lead could not be assessed for acute angles, gross fractures or discontinuities due to poor visibility of the x-rays views available. Based on the x-rays received, no definite cause can be determined for the high impedance event. Note that due to poor image contrast and lead placement, some of the lead could not be assessed and thus a lead discontinuity cannot be ruled out. After the consultation with the surgeon, it was decided by the pt's family that they would wait 3 months before considering surgery. They wanted to see the efficacy of the device for the pt before proceeding with the surgery. The cause for the high lead impedance is still unk at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not contribute to a serious injury or death.